Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported injury. Investigation/conclusion: the unit was returned to the co's vaporizer service facility for investigation. The unit was tested and the reported complaint was confirmed. Upon further investigation, it was determined that the clamp screws for the bi-metallic strip had become loose. The exact cause for this could not be determined. The assembly procedures were reviewed and found to be adequate. Assembly personnel have been trained to double torque all screws. According to ohmeda's records, this unit had not been serviced since its MFR in 1995. As stated in the tec 5 operation and maintenance manual, ohmeda recommends all tec 5 vaporizers be returned for routine maintenance and calibration every three years.